Event description:
Customer reported on 22nov2021 that they were previously getting false positives and requested reimbursement. (B)(6) requested background on the case. On 04nov2021 customer reported to cue health technical support incorrect positive results with fully vaccinated asymptomatic individuals and negative control was positive. Customer provided attached picture of cartridges but did not provide requested information. Because of low quality of picture, only two cartridge serial numbers from lot 17808f were legible.

Manufacturer narrative:
Investigation conclusion: device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.